Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that there was problem with loss of substraction on images. The fse performed following actions; selected 3d protocol, checked the end and beginning of the curl to be able to perform the 3d. Performed a 3d without contrast, selecting in the protocol injector not coupled. The 3d is carried out and once finished, fse carried out another 3d with contrast, selecting the injector from the protocol, without modifying parameters or table or arc movements. Once the two 3d images (with and without contrast) are obtained, again selected series and acquisitions. Selected mask, a window opens where fse selected the 3d with which want to make the mask. Performed the mask not correctly as the image is displayed. After the repairs, the system was returned to use in good working order. At the time the complaint was escalated to technical investigation, as per the technical reports it is conclude that this system is not azurion, it is an interventional works spot., philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was problem with rotational functionality. No harm has been reported to philips. Philips has started an investigation of this complaint.